Event description:
During a da vinci si surgical procedure, the thread reportedly came out of the large suturecut needle driver instrument's wrist. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed the broken grip close cable at the distal idlers and the cable segment was sticking out at wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional observation that was not reported by the customer were multiple clamping pulleys exhibiting corrosion around the screw head clamping pulley and bearings. Some cables were partially buried under this residue showing one loose wire. In addition, the cover of the housing showed some stain on the outside cover. Evidence not conclusive, but failure most likely due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.